Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned, and the part and lot numbers were not provided; however, a review was conducted of all applicable material records, mfg records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available info, it is determined the independence 5.5mm x 30mm screw design conforms to all applicable standards and there was no deviation in the MFR process. There is no indication that the issue was a result of product defect or malfunction.

Event description:
Globus medical, inc. Was contacted on (B)(6) 2009 via product support website communication by a female cardiologist pt that underwent initial alif surgery on (B)(6) 2009 when an independence spacer, and 3 - 30mm screws were implanted in the pt, one placed in l4 and two placed in l5. Pt experienced intense nerve pain down right leg post-operatively, which was not present prior to surgery. Hospital radiology report shows l5 screws "appear to extend slightly beyond the posterior cortex of l5," however screws remained in pt at that time. Pt again contacted globus via email on (B)(6) 2009 to inform of a scheduled surgery for (B)(6) 2009 that pt would undergo to have right side, 30mm screw at l5 removed and replaced with a 20mm screw. On (B)(6) 2011, via email, pt confirmed removal surgery occurred as scheduled and right side screw was successfully removed however left side screw removal at l5 was attempted but could not be removed due to the pt's iliac vein being stuck to the screw with scar tissue. Pt diagnosis is failed fusion. Pt can no longer work and will undergo revision surgery to stabilise the spine.